Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised they could continue using the pump and to contact support again if the issue reappeared.